Manufacturer narrative:
The event unit returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience of apparent low rf output could not be confirmed as an open circuit was discovered in the jaw weld. Functional testing to confirm the sealing capabilities of the unit was unable to be performed. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit.

Event description:
Procedure performed: low anterior resection. Event description: hospital: [name]. Product: eb210. This instrument tested fine before surgery, but during its use, it intermittently exhibits functionality issues, working properly at times and malfunctioning at others. Furthermore, ea020 did not detect any abnormalities with eb210. Product available for return. Additional information received on 03may2024: when the eb210 is activated, it sometimes works like an electrocautery, but sometimes it does not. In the attached video, ea020 recognizes that eb210 has been activated, but the surgeons collectively shouted "no" (indicating a lack of activation), confirming the unstable activation of the function. According to user feedback, the tissue is not thick, and although the device can seal the tissue, occasionally the seal does not work. Type of intervention: user replaces with a new eb210 to complete the surgery. Patient status: there is no impact to patient.

Event description:
Procedure performed: low anterior resection. Event description: hospital: [name] product: eb210 this instrument tested fine before surgery, but during its use, it intermittently exhibits functionality issues, working properly at times and malfunctioning at others. Furthermore, ea020 did not detect any abnormalities with eb210. Product available for return. Additional information received on 03may2024: when the eb210 is activated, it sometimes works like an electrocautery, but sometimes it does not. In the attached video, ea020 recognizes that eb210 has been activated, but the surgeons collectively shouted "no" (indicating a lack of activation), confirming the unstable activation of the function. According to user feedback, the tissue is not thick, and although the device can seal the tissue, occasionally the seal does not work. Type of intervention: user replaces with a new eb210 to complete the surgery. Patient status: there is no impact to patient.

Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.